Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. (B)(4) was received by the manufacturer on 2/10/2016.

Event description:
It was reported that the patient underwent spinal fusion l4 to s1 in (B)(6) 2013. Patient later sustained a fall. On (B)(6) 2013, a second procedure was performed in which reform 8.5 x 80mm polyaxial pedicle screws (39-pa-8580) were placed bilaterally in the iliac. Operative report indicates, given the neurologic symptoms of kyphosis of the sacrum it was felt that exploration of the fusion with extension to the ilium as well as laminectomy was warranted. In (B)(6) 2015, the patient continued to have low back pain and radicular symptoms. On (B)(6) 2016 revision procedure was performed for removal of posterior segmental instrumentation and partial resection of right ilium. The iliac screws were noted to be broken and the heads of the two broken screw were removed, leaving the broken shaft portion in place.